Event description:
After the second puncture, the needle core could not be withdrawn from the sheath and was replaced with another needle to continue the puncture. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No severe bending, slight benting near the proximal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No, not a procore needle. If no, please specify where the damage is located? 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s, n/a. 7. Please describe the size of the intended target site. 2cm, 3cm, 2cm, 3cm. 8. If not with the device in question, how was the procedure performed and/or finished? 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus, fan-scanning puncture lens. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? Once. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a ebus. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-may-2025, as the complaint no longer meets the description of a reportable incident. Needle cannula kinks distally - overall risk assessed as low risk. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). Device evaluation: 1 unit of lot c2215858 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The reported failure was observed. Clarification was requested as follows: the device came back with needle and sheath broken just below sheath extender. Could you please confirm if the break occurred before sending to cilr? Also, distal end of needle examined, and needle tip observed to be bent. Could you please confirm if the needle tip bent was observed before sending to cilr? Reply was received as follows: could you please confirm if the break occurred before sending to cilr? - the sheath and handle was not separated completely as showed on image before return. Could you please confirm if the needle tip bent was observed before sending to cilr? Yes manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2215858 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink during the second puncture attempt. It is also possible that the distal tip of the needle got damaged due to device handling when the needle was outside the patient during the process of removing the specimen after the first pass. The tip damage will put additional pressure on the needle during puncture leading to the proximal bend and difficulty to withdraw the needle from the sheath as per description of event. The proximal needle break may have occurred in the transport/return process, this was confirmed by the user in additional information provided. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-may-2025, as the complaint no longer meets the description of a reportable incident. Needle cannula kinks distally - overall risk assessed as low risk. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿